Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no reported impact to the customer's blood glucose level. Upon a follow up the customer reported the pump was successfully charged to 100% with no issues.